Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed as the mandrel/coupler was protruding from the actuator following clip deployment. It was reported that this was a mitraclip procedure treating mixed functional and degenerative mitral regurgitation (mr) grade 4+. The clip delivery system (cds 70322u165) successfully grasped the leaflets with no issue and clip deployment was performed. The actuator knob was pulled back and the clip deployed. The clip remained stable and well seated, reducing the mr to grade 1. Following deployment, on imaging, the delivery system mandrel appeared pushed forward while the clip remained successfully deployed on leaflets. The delivery catheter handle was retracted and all was removed from the anatomy without issue. Once outside the anatomy, a long portion of the mandrel was noted protruding from the actuator. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The reported material protrusion was confirmed during returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported material protrusion in this incident could not be determined. It is possible that the user may have pushed the actuator knob forward during the procedure resulting in the reported user experience, however; this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.